Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused total parenteral nutrition (tpn) too quickly during patient infusion in the 6 south department with a baxter set and filter. Tpn infusion bag was empty with time left in therapy: 71ml/hour, vtbi (volume to be infuse) 1705, bag was empty 3.35 hours early (vtbi indicated 254 at this time). There was no report of patient injury or medical intervention associated with this event. There was nothing unusual found during troubleshooting that would cause or contribute to the condition. No additional information is available.